Manufacturer narrative:
During service for the returned autopulse platform (sn (B)(4)) reported for blood contamination, user advisory (ua) 34 (encoder failure) error message was observed during functional testing. Encoder gearbox was replaced to remedy the fault. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred. The fluid ingress was confirmed during visual inspection of the returned autopulse platform. Corrosion and fluid damage was observed inside the top cover, on encoder and drive train motor. To remedy the issue, the top cover, encoder and drive train motor were replaced. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. The autopulse platform is a reusable device and was manufactured in 2008. This type of physical damage found during visual inspection is determined to be user handling. The device has exceeded its expected service life of 5 years.

Event description:
During service for the returned autopulse platform (sn (B)(4)) reported for blood contamination, user advisory (ua) 34 (encoder failure) error message was observed during functional testing. No patient involvement was reported.